Event description:
It was reported that patient presented via remote transmission after receiving inappropriate atp (anti-tachycardia pacing) therapy. Review of the transmission revealed that the defibrillator incorrectly diagnosed supraventricular tachycardia as ventricular tachycardia. Programming changes were made. The patient was not reported to be symptomatic.